Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of "lo" (reading below 40 mg/dl) compared to readings of 139 mg/dl respectively obtained on an adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of "lo" (reading below 40 mg/dl) compared to readings of 139 mg/dl respectively obtained on an adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Attempted to scan the returned sensor and error message was observed ¿security failure ¿ decryption command rejected¿. This is an error generated by the patch reader software and is not indicative of a cybersecurity issue. The sensors logs was unable to extract due to the error. No failure modes were observed upon visual inspection of the plug assembly. The returned sensor was de-cased and replaced the battery. The returned sensor was attempted to scan. Error message was observed ¿security failure ¿ decryption command rejected¿. The issue was forwarded to extended for further analysis. A visual inspection was performed on the de cased sensor and liquid contamination was observed. The sensor was failed to scan with evm, hence the initial scan could not be retrieved for data analysis. The returned battery was measured, which was below the specification. The battery was replaced with a known good battery and attempted to scan. 'Security decryption - decryption command failure' message was still observed. Unable to perform any testing on the sensor due to unsuccessful sensor scan. The liquid contamination observed on the sensor would have caused damage to the sensor and would prevent functionality testing. Therefore issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.